Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt flat and felt there was an air bubble but has been let out. Patient thinks that the device has stopped working. Boston scientific technical services (ts) referred the patient to physician. This device remains in service. No adverse patient effects were reported.